Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no physical damages to the platform. A review of the autopulse archive was performed and the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed. The archive data shows that multiple ua 7 faults occurred on the reported event date of (B)(6) 2014. The archive also shows that a ua 12 (lifeband not present) fault occurred on the reported event date. However, this user advisory is not related to the reported complaint. Upon functional testing, the reported issue of a ua 7 fault was confirmed. When the platform was powered on, a ua 7 fault was displayed on the platform. Due to the ua 7 fault, functional testing could not be continued. It was found that the load cell single point was at fault. Based on the investigation, the part identified for replacement was the load cell. In summary, the reported complaint of a ua 7 fault was confirmed based on the archive review and during functional testing. The fault was found to be due to a defective load cell. The ua 12 fault that was observed in the archive review is unrelated to the reported complaint. The root cause for ua 12 fault could not be determined. However, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. Upon replacement of the load cell, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
It was reported that during a training by the customer's staff, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Customer tried to fully extend the lifeband by pulling both of the straps until they fully stopped; however, the message did not clear. No patient involvement was reported. No further information was provided.